Manufacturer narrative:
Product ID 977c165, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6. Evaluation result code 3221 does not apply. Evaluation method code 4117 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 03-mar-2024, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had surgery to replace an old scs lead that was implanted in 2014. Old lead was explanted. A new lead 977c165 sure scan lead was implanted. The doctor attached it to intellis battery that was implanted in (B)(6) 2020. When impedances were checked prior to closing, they were high on the left side of lead, three contacts un-usable. Two more checks were run and same occurrence. Doctor switched the lead tails to opposite ports on intellis to rule out battery issue, when switched the left side lead was good but not the right side showing impedances. By all accounts appeared that there was an issue with the lead so it was explanted. A new lead was placed and impedances checked were good. Before closing impedances were checked three more time and all checked out good with no issues. Will be sending suspected faulty lead back to medtronic. Patient was never in distress.